Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation results are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). Concomitant devices: multi pin puller catalog #: 00590102200 lot #: ni, tibial cut guide right 3 degrees catalog #: 42539905203 lot #: ni. Report source: foreign: (B)(6). Product return was requested, but the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using quick release pin to secure the tibial cut guide. When using the pin puller to remove pin, the tip of the pin broke inside the patient. The surgeon was not able to remove the end of the pin from the patient without causing damage to the patient¿s tibia. The surgeon left broken part of pin inside the patient. No additional information is available at this time.